Manufacturer narrative:
User facility personnel reported an employee was injured however additional details regarding the injury were not disclosed. The user facility provided photos of the armboard to steris quality for evaluation. Evaluation of the photos indicates the armboard sustained damage to the underside of the armboard at the pivot or boss of the armboard. The damaged observed is indicative of misuse of the armboard by facility personnel. User facility personnel removed the armboard from service. The anesthesia armboard operating instructions states: "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced." "Do not use equipment if worn, damaged, or pieces are missing." User facility personnel were provided a copy of the anesthesia armboard operating instructions.

Event description:
The user facility reported that an employee sustained an injury from the armboard accessory while removing it from the surgical table.